Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that occlusion alarm occurred due to kinked tubing. Blood glucose level was 365 at the time of the event. Patient checked the tubing found kink / knot, fixed the knot and resumed insulin successfully. No further information was available.